Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03960, 0001822565-2020-03961, 0001822565-2020-03962. Concomitant medical products: unknown periarticular proximal humeral locking plate, unknown fcl screw, unknown fcl screw. Foreign - event occurred in (B)(6). Literature - assessment of the ecacy of the far cortical locking technique in proximal humeral fractures: a comparison with the conventional bi-cortical locking technique doi: 10.21203/rs.2.22352/v3. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, a journal article was retrieved from bmc musculoskeletal disorders that reported a retrospective study from (B)(6) that looked at treatment strategies for the management of proximal humeral fractures. The study reported one patient within the fcl group exhibited resorption or migration of the greater tuberosity. Attempts have been made and no further information has been provided.